Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® k2e / k2 edta blood collection tubes were contaminated. A description of the contaminant, when the contaminant was observed, or where the contaminant was observed was not reported. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode foreign matter-hair was observed. There is a hair between the shelf pack tray and the plastic wrap. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter-hair. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd vacutainer® k2e / k2 edta blood collection tubes were contaminated. A description of the contaminant, when the contaminant was observed, or where the contaminant was observed was not reported. There was no health impact or consequence reported.